Manufacturer narrative:
The customer¿s experience of being unable to shut the device down was not confirmed. The pcu event log shows syringe module s/n (B)(4) (unit b) was programmed to infuse a custom concentration infusion of drugid 98 at a rate of 13.1ml/hr using a 12ml monoject syringe with 6.5609ml detected and ran until 7:01 when the infusion completed. The volume recorded as being infused during this period for syringe module s/n (B)(4) was 6.5609ml. The log shows the user was able to channel the device off at 7:03 am. The log also shows the user was able to channel the device off at 8:30 am which shutdown and powered off the system. Although requested, the syringe module was not returned for investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported that the pump alarmed for a problem with the syringe, continuously, with no syringe in the channel. The device was changed and the affected device would not shut down. There was no patient harm.